Event description:
It was reported via repair work order that the auxiliary and main power cords were missing ground pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.